Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A doctor reported following an intraocular lens (iol) implant procedure, a patient experienced a refractive surprise. Additional information was received stating the lens was exchanged and the patient is very happy with their vision.